Event description:
The reporter stated that the product is cracking at the base of the needleless port. There was no patient injury or treatment as a result of this issue.

Manufacturer narrative:
The returned samples had the sampling site body cracked. The cracking is related to the inner diameter of the site body being smaller. The sampling site body has been revised over the last year to allow for ease of insertion of the sampling site. All products remaining in stock has been reviewed and any product prior to the body change is being 100% reworked. All product manufactured with the samller ID body is in the process of being recalled. Co was able to confirm this issue and determine the cause. Medex believes that with the corrective actions inplace and any affected product being recalled this issue has been addressed. Co considers this issue close with this MDR report.